Event description:
During follow-up, high pacing impedance was observed on the right atrial (ra) lead. The device was reprogrammed. The patient was stable and will continue to be monitored. There were no adverse consequences.